Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during cardioversion attempt of a (B)(6) male pt, the heartstart mrx "dumped" the charge and failed to deliver a shock. There was no reported negative pt impact.